Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery was completed on (B)(6) 2016, because a screw was backing out. The original surgery was for a right wrist scaphoidectomy with capitate lunate arthrodesis that had been completed on (B)(6) 2015. Post-operative x-rays showed non-union and patient reported pain. All hardware which consisted of (1) one screw, was intact and removed successfully. Patient was revised using k-wires. There was no surgical delay or additional intervention required. Patient status was reported as unknown. The procedure was completed successfully. This is report 1 of 1 for (B)(4).